Manufacturer narrative:
The indigo system aspiration catheter 8 (cat8) was kinked in multiple locations throughout its length and ovalized on its distal tip. Evaluation of the returned cat8 revealed the distal tip was flattened. This damage may have occurred as a result of attempting to advance the cat8 into a kinked sheath. The kinked parent sheath that was mentioned in the complaint likely contributed to the observed damage and the reported resistance. Further evaluation revealed the cat8 was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral and iliac vein using an indigo system aspiration catheter 8 (cat8). During the procedure, while attempting to insert the cat8 into and 8f non-penumbra access sheath, the physician experienced resistance and subsequently, the tip of the cat8 became crimped; therefore, the cat8 and sheath were removed. Upon removal, the physician noticed that the access sheath was kinked. The procedure was completed using a new cat8 and a new 9f access sheath. There was no report of an adverse effect to the patient.